Event description:
It was reported that, the patient had orif proximal humerus converted to an augmented rsa, the aseptic loosening contributed by suboptimal seating of the baseplate, bone quality was good. No further information was provided.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation, and no other evidence was provided to confirm the alleged issue. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labelling did not indicate any abnormalities. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any further information is provided the complaint report will be updated.